Event description:
Provider alleges the frame is stripped out where the forks go into the headtube on a ct7a wheelchair.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.